Event description:
It was reported that during stenting treatment procedure stent dislodgement occurred. Access was obtained via the right femoral artery. The 85% stenosed, 18-20x3.5mm, with a >45 and >90 bend, eccentric, de novo lesion being treated was located in the moderately tortuous, severely calcified proximal left anterior descending artery. Without predilating the physician advanced a 3.5x23mm promus stent delivery system (sds), however it was unable to cross. The device was successfully removed. Then the physician predilated the target lesion with a 3.5x20mm apex balloon catheter at 6atms for 12 seconds. Using an unknown guide wire and an unknown guide catheter, the physician advanced the 3.5x20 ion sds to the target lesion, however it was also unable to cross the lesion. Upon removing the sds the stent dislodged from the sds at the end of the femoral sheath into the right femoral artery. The physician used a snare to remove the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).